Event description:
Material#: 305901 batch#: 4278409 it was reported that the bd needle sftygld 25x5/8 rb had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. On tuesday 01/28/2025 I was informed by my xx that he was called by one of our nurses to check on a product (needle) that may be defective. When he met with the nurse, she showed him the defective needle and a couple of more that she open that had small particles inside. Yy went ahead and removed all the needles (64) with the same lot number 4278409 including the ones the nurse had opened. Please keep in mind, the nurse did not use the needle on any patient. She observed the package before using it and opened a couple of more when she noticed the same defect. That is when she contacted our storekeeper of the issue. I have taken a photo for your review of the particles found inside the needles and the product in question." Item# 305901 lot# 4278409.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Three photos were provided to our quality team for investigation. Upon photos evaluation, it was observed that a dark colored particle presents on the needle hub. Based on the investigation and with the photo sample analysis the symptom reported is confirmed. Furthermore, a device history record review was completed for provided lot number 4278409. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.